Event description:
The facility returned the device for service. During service the baxter repair technician noted depleted main battery. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25, 2007. Evaluation summary: the condition of depleted main battery was confirmed. The main battery were replaced due to potential damaged. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.